Manufacturer narrative:
(B)(4). Endoleak, short and dilated aortic neck, type 2 endoleak.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm as part of the clinical trial approx 3 years ago. Vessel morphology is unk. It was reported that the aneurysm continued to grow and 3 months ago its diameter was 7.5 cm. This was attributed to a type 2 endoleak; however, the endoleak could not be detected by angiogram. Approx 1 month ago, the aneurysm size was 10.5 cm, the aortic neck dilated to 32 mm in diameter but there was no neck length. There was a large type 1 endoleak proximally (see MFR # 2953200-2010-01188). Two 36 mm diameter talent cuffs were implanted proximally in an attempt to repair the endoleak; however, the endoleak did not resolve (see MFR# 2953200-2010-01189 and MFR # 2953200-2010-01190). The decision was made to transfer the pt to another facility to de-branch the sma and the left renal and implanted a 38 mm diameter thoracic proximal extension. The procedure was successful in resolving the endoleak. No additional clinical sequelae were reported and the pt is fine.